Event description:
Ambulance personnel were attempting to monitor a pt in asystole. The cable was attached to another MFR's defibrillation/ECG electrode and allegedly the device displayed a connect leads message and a flatline. The operator verified all connections and could not discern a reason for the message. ECG monitoring electrodes were attached and pt care continued. The pt was not resuscitated however the reporter indicated the alleged malfunction did not effect pt care based on the ability to monitor the pt using standard ECG electrodes.